Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced under-fill or low draw of a tube with blood and sample leakage. The following information was provided by the initial reporter. The customer experienced under filling. "Suction does not work well or consistently and can leak blood. Happened on several tubes, some worked normally."

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced under-fill or low draw of a tube with blood and sample leakage. The following information was provided by the initial reporter. The customer experienced under filling. "Suction does not work well or consistently and can leak blood. Happened on several tubes, some worked normally."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through CAPA#260774.